Manufacturer narrative:
Cataract is identified in the labeling as a known potential adverse event following icl implantation. E1 - doctor/country of origin - unk. Claim#: (B)(4).

Event description:
A website article titled "miscellaneous on icl procedures" about different patients with myopia and astigmatism and cataract surgery. Cause of event was not reported.